Event description:
It was reported that oil was coming out of the attachment during cleaning. There was no patient involvement and no reports of adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for quality investigation. According to the quality engineer, there was no evidence of oil in the device and the device's only lubrication had not migrated from its original areas of applications. It is not unusual for biowaste or fluids introduced during a procedure to come out during decontamination.